Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device, the customer reported condition was confirmed. Problem source was traced to wear. The device history record was reviewed and showed, that this device met all manufacturing specification for product released for distribution. No issues were identified, that would have impacted this event. Corrected data: device investigation results.

Manufacturer narrative:
Other, other text: the device was received for evaluation. Visual and functional testing were performed and the reported issue was confirmed. During visual inspection, the top case has chipped corners, cracked bottom case in battery bay and right plunger case and the main board has counterfeit blue low profile supercap. In addition, the high profile c9 capacitor on interconnect board was noticeably soldered back on. During functional testing, the device was found to fail force sensor test at power up. It was determined that the force sensor no longer operated due to normal wear as a result of the device age (10 years). The force sensor was replaced and device was calibrated. Following part replacement and preventative maintenance, functional testing was performed and the device passed. It was concluded that the root cause was normal wear of the device. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Additional information: h10 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump had a force sensor error. No adverse patient effects were reported.